Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue. It was further described that the connector could not connect to the titanium adapter as the size of patient connector was smaller than a "normal transfer set". The transfer set was replaced. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing and integrity testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.